Manufacturer narrative:
(B)(6). Device evaluation:physical evaluation of the returned device revealed that the device was within specifications. Functional evaluation of the returned device revealed no anomalies, as the device was actuated with the suture three times with no issues.a review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event.the reported event could not be confirmed.

Event description:
It was reported to boston scientific corporation that during a procedure (procedure name unknown) using a capio open access suture capturing device, the capio device "tore the bullet off the suture." The staff reportedly do not believe the suture (type and manufacturer unknown) itself malfunctioned. The detached needle was captured inside the capio cage. The physician completed the procedure using another capio open access suture capturing device from the same lot, and another suture (type and manufacturer unknown) with no complications to the patient, who is reportedly "fine" post-procedure.